Manufacturer narrative:
Method: = device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection were not disclosed by the hospital. The device will not be returned for evaluation due to infection. Pictures were requested but not provided and no additional patient information will be provided. Without additional information or the device to evaluate, we are unable to conclusively determine the root cause for explant of this device. Additionally, the customer indicated that the valve was functioning fine and did not implicate the valve as the source of the infection.

Event description:
Reportedly, a 19 mm valve was explanted after an implant duration of (B)(6) months ((B)(6) months) due to infection. It was reported that a magna valve, model 3000, was implanted for pulmonary valve replacement (pvr) to correct pulmonary stenosis (ps) on (B)(6) 2010. On (B)(6) 2012, the magna valve was explanted due to infection and replaced with a perimount valve. At the explant, the valve was observed to be in good condition and there was no problem with the device. The patient was recovering as of (B)(6) 2012. The device was discarded and will not be returned for evaluation due to infection. There were no pictures. The main reason of this reoperation was due to infection at the reconstruction area of right ventricular outflow tract (rvot) from the previous surgery. The patches used at previous surgery and adjacent area were contaminated by infection. This surgery, including re-pvr, was operated extensively to reconstruct these areas. The customer commented that there was no problem with the valve and this surgery was operated to clean the infected area and adjacent area.